Manufacturer narrative:
Correction: upon review, this lead (1627487-2020-31227) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event due to this product.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31226. It was reported during an ipg replacement (related manufacturer reference number: 1627487-2020-30771) the distal end of one of the leads was fractured by the physician. Therapy was restored with the valid contacts. Note: all of the patient's leads are being reported because it is unknown which lead is liable.